Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, obstruction, and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, vascular dissection, obstruction, and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
(B)(4) - following pre-dilatation, angiographic imaging observed a minor dissection in the mid right coronary artery. The clinical event committee reviewed the images and concluded that the diamondback 360 coronary orbital atherectomy device may have contributed. No further information is available. Additional information was received from the clinical event committee review. It was reported orbital atherectomy possibly contributed to a myocardial infarction. Side branch occlusion was observed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Ecl-165-026 - following pre-dilatation, angiographic imaging observed a minor dissection in the mid right coronary artery. The clinical event committee reviewed the images and concluded that the diamondback 360 coronary orbital atherectomy device may have contributed. No further information is available. Additional information was received from the clinical event committee review. It was reported orbital atherectomy possibly contributed to a myocardial infarction. Side branch occlusion was observed.